Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010, due to an incident of hyperglycemia. Per the patient on (B) (6), she was went into the hospital for pancreatic biopsy procedure then, "decided they decided to admit her for high blood glucoses in the 400's." She was treated with insulin and IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.